Event description:
The angiosculpt device was used to treat a severely calcified mid sfa. During the first inflation at nominal pressure (8 atm), the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender and weight are unknown. This information was not available from the facility. : patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- japan the angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Based on the complaint details, a probable root cause may be due to lesion morphology (severely calcified lesion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.